Event description:
A healthcare professional reported that before the intraocular lens (iol) implant procedure, the legs didn¿t fold. There was no patient contact reported. There were no negative impact on the patient. The wound was not enlarged and no extra sutures needed. The surgery was completed with backup lens.

Manufacturer narrative:
The product was not returned for analysis. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).